Event description:
The customer reported that she received a prime alarm and insulin was squirting out of her insulin pump during the manual prime. Her blood glucose was 168 mg/dl. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. The device alarmed during basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.